Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) on 07-dec-2017. The most recent information was received on 24-jan-2024. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("implant migration") in a female patient who had essure inserted (lot no. B15013, b16013). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. Concomitant products included stelara (ustekinumab), neurontin [gabapentin], doliprane (paracetamol), adalimumab and mikicort (budesonide). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, 28 days after essure insertion, she experienced pelvic pain ("intense pelvic pain"), asthenia ("asthenia"), arthralgia ("joint pain"), myalgia ("muscular pain"), vision blurred ("vision disorders / vision blurred"), headache ("headache"), amnesia ("memory disorders / memory loss"), vaginal infection ("chronic vaginitis"), haemorrhoids ("hemorrhoids") and dyspepsia ("digestive disorders"). In 2017 she experienced device dislocation (seriousness criterion intervention required). Essure was removed on (B)(6) 2018. On unknown date she experienced device expulsion ("essure migrated (intra-uterine)"), fungal infection ("recurrent mycosis"), inflammation ("inflammatory reactions"), rheumatic disorder ("rheumatism"), pain in extremity ("pain in feet, in the right ring finger"), fatigue ("fatigue"), back pain ("back pain"), malaise ("malaise"), tendon pain ("tendon pain (right shoulder) after a trauma (fall)"), paraesthesia ("paresthesia"), abdominal pain upper ("epigastric pain"), neck pain ("neck pain"), macrocytosis ("macrocytosis"), tinnitus ("tinnitus"), ovarian cyst ("ovarian cyst"), adenomyosis ("adenomyosis") and metal poisoning ("metal poisioning"). The patient was treated with surgery (vaginal hysterectomy with bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain upper, adenomyosis, back pain, device expulsion, fatigue, fungal infection, inflammation, macrocytosis, malaise, metal poisoning, neck pain, ovarian cyst, pain in extremity, paraesthesia, rheumatic disorder, tendon pain and tinnitus to be related to essure administration. No causality assessment was received for essure with regard to pelvic pain, asthenia, arthralgia, myalgia, vision blurred, headache, amnesia, vaginal infection, haemorrhoids, dyspepsia or device dislocation. The reporter commented: asthenia and pain did not permit the patient to do her job. The patient was waiting for MRI (magnetic resonance imaging) to have migrated implant localized and removal performed. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan] in 2017: results: implant migration lot number: b15013 manufacture date: 2013-05 expiration date: 2016-05 lot number: b16013 manufacture date:2013-03 expiration date: 2016-03. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 24-jan-2024: quality safety evaluation of ptc. Further company follow-up with the regulatory authority is not possible. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 07-dec-2017. The most recent information was received on 08-jan-2024. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("implant migration") in a female patient who had essure inserted (lot no. B15013, b16013). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. Concomitant products included stelara (ustekinumab), neurontin [gabapentin], doliprane (paracetamol), adalimumab and mikicort (budesonide). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, 28 days after essure insertion, she experienced pelvic pain ("intense pelvic pain"), asthenia ("asthenia"), arthralgia ("joint pain"), myalgia ("muscular pain"), vision blurred ("vision disorders / vision blurred"), headache ("headache"), amnesia ("memory disorders / memory loss"), vaginal infection ("chronic vaginitis"), haemorrhoids ("hemorrhoids") and dyspepsia ("digestive disorders"). In 2017 she experienced device dislocation (seriousness criterion intervention required). Essure was removed on (B)(6) 2018. An unknown time later she experienced device expulsion ("essure migrated (intra-uterine)"), fungal infection ("recurrent mycosis"), inflammation ("inflammatory reactions"), rheumatic disorder ("rheumatism"), pain in extremity ("pain in feet, in the right ring finger"), fatigue ("fatigue"), back pain ("back pain"), malaise ("malaise"), tendon pain ("tendon pain (right shoulder) after a trauma (fall)"), paraesthesia ("paresthesia"), abdominal pain upper ("epigastric pain"), neck pain ("neck pain"), macrocytosis ("macrocytosis"), tinnitus ("tinnitus"), ovarian cyst ("ovarian cyst"), adenomyosis ("adenomyosis") and metal poisoning ("metal poisioning"). The patient was treated with surgery (vaginal hysterectomy with bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain upper, adenomyosis, back pain, device expulsion, fatigue, fungal infection, inflammation, macrocytosis, malaise, metal poisoning, neck pain, ovarian cyst, pain in extremity, paraesthesia, rheumatic disorder, tendon pain and tinnitus to be related to essure administration. No causality assessment was received for essure with regard to pelvic pain, asthenia, arthralgia, myalgia, vision blurred, headache, amnesia, vaginal infection, haemorrhoids, dyspepsia or device dislocation. The reporter commented: asthenia and pain did not permit the patient to do her job. The patient was waiting for MRI (magnetic resonance imaging) to have migrated implant localized and removal performed. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan] in 2017: results: implant migration. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: device dislocation. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. The most recent follow-up information incorporated above includes data received on: 08-jan-2024: upon follow up it was noted that this case is found to be duplicate of case (B)(4). All source documents, references, events , lot number , reporters are transferred to this case from deletion case. (Legacy device number (B)(4) ). Further company follow-up with the regulatory authority is not possible. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.